Event description:
It was reported that patient presented in clinic. It was noted that pacemaker was not able to be interrogated using radio frequency (rf) telemetry, inductive telemetry and there was no magnet response. Review of merlin.net transmission revealed that pacemaker exhibited alerts for atrial and ventricular noise revision as well as back-up mode but alerts never popped up upon interrogation. It was also observed that pacemaker exhibited premature discharge of battery. The device was explanted and replaced with new device. Ther were no patient consequences.

Manufacturer narrative:
The reported events of no magnet response and premature discharge of battery were confirmed, but the reported events of incorrect measurement and device in the backup mode were not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.